Event description:
The customer contact reported the device alarmed with an e321 (batt charger timeout) error code. The device was returned to the biomedical department with a note that indicated; e321 and warning: low battery. No tracking information was provided; therefore, specific pt information, pump programming, or event details were not available. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. During testing, an e321 (batt charger timeout) error code was noted. Though requested, no additional information was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing, the device passed testing. A e321 (batt charger timeout) alarm was noted in the device history but was not duplicated during testing. The device has been identified as part of a product recall. Customer notification dated (B)(4) 2013. This report represents all the information known by the reporter upon query by hospira personnel.